Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed to infuse amiodarone properly based on nursing reports (under infusion), with noted downstream occlusion alarms and an initial air-in-line alarm; investigation was still ongoing during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.